Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte catheter i.v. 24ga x 0.75¿ (0.7 x 19 mm) experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: the catheter is uncovered for canalization and it is observed that it is torn.

Manufacturer narrative:
H.6. Investigation summary bd received a 24 gauge insyte unit from lot 9087765 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had pierced through the catheter tip. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this defect occurred during the manufacturing process. CAPA 855815 was opened by the manufacturing facility to correct this issue. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ catheter i.v. 24ga x 0.75¿ (0.7 x 19 mm) experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: the catheter is uncovered for canalization and it is observed that it is torn.